Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced multiple occlusion alerts on the insulin infusion system, and after verifying drops in the tubing and noting limited remaining insulin, completed a full supply change with guidance, after which insulin delivery resumed; the event was characterized as obstruction of flow associated with the connector/coupler component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed deformation associated with the connector/coupler consistent with an obstruction of flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.